Event description:
Additional information was received that there was anti tachycardia pacing (atp) on the device.

Event description:
Additional information received that the reprograming did not resolve the inappropriate therapy.

Event description:
Additional information was received that the atp and svt shocks were inappropriate.

Event description:
It was reported that the patient received inappropriate shocks for a supraventricular tachycardia (svt) due to an incorrect interpretation of signals due to the programmed settings of the device. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.